Event description:
The initial report received on (B)(4) 2014 regards a patient who developed eye pain affecting both eyes after starting on new contact lenses. Date of onset is unknown but is on or before the first clinic visit of (B)(6) 2014. The event did not meet the criteria of a reportable adverse event based on the complaint information received at that time. On (B)(6) 2014, additional medical information was received regarding visits to an emergency eye clinic on (B)(6) 2014 that would now revise the event to reportable. The report described a decrease in visual acuity (va) with best corrected va right eye 6/18 gis to 6/4 ph, va left eye 6/6. The report related central corneal staining and severe epithelial staining ou, moderate bulbar injection ou, severe tarsal papillae, corneal vascularization and corneal scar or opacity od. Both eye lids were noted as puffy. There were no cultures obtained. The report notes that there were no permanent conditions, no medical intervention to preclude permanent impairment and no temporary or non-sight threatening conditions. Contact lens wear was temporarily discontinued from (B)(6) 2014 to a date to be decided. Medication cyclopoentolate (dilation), vita-pos ointment (lubricant), co-codamol (paint relief), were prescribed. The current status of the medical complaint was fully resolved as of (B)(6) 2014 visit. This event is being reported due to the medical report received on (B)(4) 2014 that related the decrease in visual acuity which may be considered a permanent injury.

Manufacturer narrative:
The complaint is unconfirmed - no defect found. The association between coopervision lenses and the incident is unconfirmed.